Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the biopsy channel was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. Additional findings were as follows: the channel cleaning brush does not move smoothly due to the clogged channel tube, the universal cord is corrugated, the angulation in the up direction is out of standards due to the worn angle-wire, the gap on up/down knob is out of standards due to the worn angle-wire, the image is partially dark due to the scratch on charge-coupled device (ccd) lens, the ccd lens has scratches, the ccd lens, the light guide lens both was broken, the adhesive around light guide lens, the adhesive around objective lens, both has discoloration, the image is partially dark due to the scratch on ccd lens, and the bending section cover adhesive is broken. Due to the nature of the reportable event (foreign material found in the nozzle), follow up regarding the cleaning sterilization and disinfection (cds) processes performed at the user facility was requested. Customer provided the following information: the device was cleaned, sanitized, and disinfected prior to being sent to for repair. The facility was not aware of what the foreign material was. The time lag between the end of clinical use and the start of pre-washing noted no delay, properly implemented. Pre-cleaning: flushed the air/water nozzle with water and air. The facility flushed the forceps elevator appropriately. The facility immersed the device in the detergent solution, the forceps elevator appropriately moved in each direction. It is unknown if the forceps elevator was brushed. The facility noted that there were no abnormalities on the accessories used for reprocessing. Facility did not note any comments or concerns regarding reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
An olympus representative reported to olympus on behalf of the customer that there was residue and foreign material from biopsy channel on the evis lucera elite colonovideoscope during preparation for use. The intended diagnostic procedure was completed with another similar device. There was no delay, nor reports of patient harm or impact associated with the reported event.